Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled follow-up in clinic. During the lv decrement test, the real-time egm went blank and the patient experienced pre-syncope. The capture threshold test was completed successfully and the device went back to normal function. The patient was stable after the event and will continue to be monitored.